Event description:
This device was surgically explanted, after the pt's health care provider determined that the device was functioning intermittently. Explantation/reimplantatin surgery was completed successfully in 2004.